Manufacturer narrative:
This report is being submitted for additional information provided by the customer. Please see updates to: b3, b5, d10. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
It was further reported, the device was inspected prior to use. The defect occurred prior to use and during the colonoscopy (diagnostic) procedure. There was a delay of approximately 5-15 minutes. The patient was not under general anesthesia, but was administered sedative (dormicum). The procedure was completed with the same device. The patient did not experience any adverse events due to delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. Silicon, carboxylate, iron rust, and protein were detected in the foreign material. The specific identity of the foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspection of the water feeding function keep the air/water valve¿s hole covered with your finger. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Release the air/water valve. While observing the endoscopic image, confirm that the emission of water stops and that the valve returns smoothly to its original position. ·inspection of removing the remaining water from the objective lens: after checking the water feeding function and while observing the endoscopic image, feed air by covering the hole in the air/water valve with your finger. Confirm that the emitted air removes the remaining water from the objective lens and clears the endoscopic image. Release the air/water valve.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, poor water supply from the air/water system of the colonovideoscope was noted. The device was returned and an evaluation at the repair center revealed clogging of the nozzle with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. The customer does not know when the foreign material adhered to the scope. There was no delay to start of pre-cleaning. The air/water nozzle was flushed with air and water. There were no problems with accessories used for reprocessing. The air/water nozzle was brushed with a gauze, brush, or sponge and was flushed with detergent solution. An evaluation of the returned device could not confirm the customer allegation. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover had a chip and a crack. The distal end cover had a dent. Image guide protector and connecting tube had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.